Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery systems (wds). There was blood on the inside of the shaft and hub. Microscopic examination revealed that the tip was damaged. The implant was received in a deployed state. Numerous anchors were bent and damaged. The shaft was buckled and has numerous kinks throughout the wds¿s. There was no damage noted to the braiding. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05398. It was reported that a kink occurred. During a left atrial appendage closure procedure, a 27mm watchman laa closure device & delivery system (wds) was inserted into a watchman access system (was). When the physician deployed the device for the first time, it was not in good position. Therefore, he recaptured it and removed it from the patient's body. The physician found that the wds and the was were kinked; however, the was only a "bit kinked". The wds was exchanged for another of the same and used with the same was to complete the procedure. There were no patient complications and the patient's condition is stable.

Event description:
Same case as MDR ID: 2134265-2015-05398. It was reported that a kink occurred. During a left atrial appendage closure procedure, a 27mm watchman ® laa closure device & delivery system (wds) was inserted into a watchman ® access system (was). When the physician deployed the device for the first time, it was not in good position. Therefore, he recaptured it and removed it from the patient's body. The physician found that the wds and the was were kinked; however, the was only a "bit kinked". The wds was exchanged for another of the same and used with the same was to complete the procedure. There were no patient complications and the patient's condition is stable.